Event description:
Customer reported being hospitalized due to a seizure in the week prior to the call. Customer reported that the seizure was not diabetes related, but he was wearing the insulin pump while hospitalized. Blood glucose levels at the time of admission and the time of the call were not provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.